Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that days after this right ventricular (rv) lead was implanted loss of capture with an increase in pacing thresholds was noted as well as a decreased in pace impedance measurements and sensing. An x-ray did not show that the position of this lead had changed. A revision took place and this lead was explanted and will be returned. No additional adverse patient effects were reported.